Event description:
It was reported the epg (external pulse generator) won't shut off. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, the liquid crystal display was out of specification. It was also noted that the upper and lower cases were broken, the two side bail covers were broken, the battery contacts were compressed and the ring was bent.